Event description:
The physician was working on a common iliac with a short length allstar coronary wire. As they were working with a short wire, a good portion of the wire remained in the aorta. The physician indicated that the wire became kinked and looped and would not exit the sheath. Due to aggressive pulling on the device, the nosecone became separated, but the plaque remained inside the tip. The patient underwent surgery to remove the device and wire. In a follow-up conversation with the physician, it was reported that the surgery was a success and the patient is doing great.